Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 26oct2018 to assess the test well images in question, which appeared as visually negative. The internal immucor document number for this report is (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly negative antibody screen when using capture-r ready-screen (3) with a galileo echo instrument.